Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to pacing impedance high out of range with noise signals. Another lead was implanted. No additional adverse patient effects were reported.